Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the distal tip of the guidewire (subject device) had separated when advanced into the microcatheter against frictions. The guidewire and the microcatheter were retrieved together as one unit without any clinical consequences for the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available; the cause of the reported issue cannot be determined.

Event description:
It was reported that during the procedure, the distal tip of the guidewire (subject device) had separated when advanced into the microcatheter against frictions. The guidewire and the microcatheter were retrieved together as one unit without any clinical consequences for the patient.